Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2021, due to worsened hearing. The patient was reimplanted with a transcutaneous osia implant system at a new site during the same surgery.